Event description:
The initial reporter alleged that five levels of hiv quality control (qc) for the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 8000 - cobas e 602 module were low, with a value of 0.001, when using a standby reagent pack. The qc was run twice using fresh qc material, and the results remained low. The qc runs were performed on (B)(6) 2024 at 14:21 and 14:56. The reagent pack was stored in the refrigerator prior to use. The customer replaced the reagent pack, and no further issues were reported.

Manufacturer narrative:
The reported event occurred on a cobas e 602 module (serial number: (B)(6)). The investigation determined that the issue was resolved after the customer replaced the reagent pack. No calibration was performed, and the reagent pack was stored in the refrigerator prior to use. A review of quality control data and alarm trace data did not identify any abnormal trends. Additionally, no microbeads were observed in the lid of the reagent pack. The device remained in operation at the customer site, and no further issues were reported.